Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/16/2009 and 12/02/2009 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported experiencing blurry distance vision and halos following intraocular lens (iol) implant surgery. She further stated that her reading and intermediate vision are "okay" and that when she looks with both eyes, her vision is "uneven" and she cannot focus. Add'l info has been requested.